Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object stuck to/clogging the bending section rubber, but it was not possible to identify the foreign object. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. The detection method is described in the instruction manual cf-q150l/I operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual cf-q150l/I reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of wrinkles on the connecting tube, was confirmed however the allegation of wrinkles on the bending tube was not confirmed. The device evaluation found the adhesive on the bending section cover had foreign objects. In addition, the device evaluation found the following; due to the nozzle clogging, the amount of water contact did not meet the standard value; the plastic distal end cover had a dent; the bending section cover had discoloration; due to wear of angle wire, the bending angle in the down direction did not meet the standard value; the scope connector cover, switch 1, switch 2, the suction connector and the universal cord, all had scratches and the electrical connector had a stain. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the colonovideoscope had wrinkles on the connecting and bending tubes. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; adhesive on the bending section cover had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.